Event description:
It was reported that there was patient on therapy in an arctic sun device less than 1 hour and they keep getting low flow alert. Water flow rate (wfr) was currently 0 l/m, in normothermia targeted temperature (tt) was 98.6f, patient temperature (pt) was 101.1f, water temperature (wt) was 48.9f. Nurse stated they had unplugged and reconnected and verified no kinks but cannot get a water flow rate (wfr). Had them stop therapy, empty pads and disconnect. Placed device in manual control at 39.2f. After a few minutes, system diagnostics were outlet monitor temperature (t1) was 47.1f, outlet control temperature (t2) was 47.3f, inlet temperature (t3) was 47.5f, chiller temperature (t4) was 40.6f, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 73 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 8626.9, pump hours were 8181.4. Added back pads while in manual control water flow rate (wfr) was 3 l/m. Stopped therapy and disabled manual control. Restarted therapy and water flow rate (wfr) went from highest of 0.1 l/m to 0 l/m, alerted low air leak and stopped. Water flow rate (wfr) would not rise above 0 l/m. Advised to swap out to alternate set of pads and set these aside for follow up from tm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was patient on therapy in an arctic sun device less than 1 hour and they keep getting low flow alert. Water flow rate (wfr) was currently 0 l/m, in normothermia targeted temperature (tt) was 98.6f, patient temperature (pt) was 101.1f, water temperature (wt) was 48.9f. Nurse stated they had unplugged and reconnected and verified no kinks but cannot get a water flow rate (wfr). Had them stop therapy, empty pads and disconnect. Placed device in manual control at 39.2f. After a few minutes, system diagnostics were outlet monitor temperature (t1) was 47.1f, outlet control temperature (t2) was 47.3f, inlet temperature (t3) was 47.5f, chiller temperature (t4) was 40.6f, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 73 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 8626.9, pump hours were 8181.4. Added back pads while in manual control water flow rate (wfr) was 3 l/m. Stopped therapy and disabled manual control. Restarted therapy and water flow rate (wfr) went from highest of 0.1 l/m to 0 l/m, alerted low air leak and stopped. Water flow rate (wfr) would not rise above 0 l/m. Advised to swap out to alternate set of pads and set these aside for follow up from tm. Per follow up information received via phone on 25nov2024, it was reported that spoke with rn, who denied any issues with the device cooling in regard to the high chiller thermistor temperature. They said it may have been misreported, but they cannot confirm. The patient was swapped to a new set of size large pads, and this seemed to resolve the flow issue. Device had remained in service and patient completed therapy without further issue.

Manufacturer narrative:
This supplemental MDR is to capture additional information from a follow up, but it does not impact the investigation findings previously submitted. The reported issue was inconclusive. The root cause of the reported issue could not be identified. There was patient on therapy in an arctic sun device less than 1 hour and they keep getting low flow alert. Water flow rate (wfr) was currently 0 l/m, in normothermia targeted temperature (tt) was 98.6f, patient temperature (pt) was 101.1f, water temperature (wt) was 48.9f. Nurse stated they had unplugged and reconnected and verified no kinks but cannot get a water flow rate (wfr). Had them stop therapy, empty pads and disconnect. Placed device in manual control at 39.2f. After a few minutes, system diagnostics were outlet monitor temperature (t1) was 47.1f, outlet control temperature (t2) was 47.3f, inlet temperature (t3) was 47.5f, chiller temperature (t4) was 40.6f, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 73 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 8626.9, pump hours were 8181.4. Added back pads while in manual control water flow rate (wfr) was 3 l/m. Stopped therapy and disabled manual control. Restarted therapy and water flow rate (wfr) went from highest of 0.1 l/m to 0 l/m, alerted low air leak and stopped. Water flow rate (wfr) would not rise above 0 l/m. Advised to swap out to alternate set of pads and set these aside for follow up from tm. He instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was patient on therapy in an arctic sun device less than 1 hour and they keep getting low flow alert. Water flow rate (wfr) was currently 0 l/m, in normothermia targeted temperature (tt) was 98.6f, patient temperature (pt) was 101.1f, water temperature (wt) was 48.9f. Nurse stated they had unplugged and reconnected and verified no kinks but cannot get a water flow rate (wfr). Had them stop therapy, empty pads and disconnect. Placed device in manual control at 39.2f. After a few minutes, system diagnostics were outlet monitor temperature (t1) was 47.1f, outlet control temperature (t2) was 47.3f, inlet temperature (t3) was 47.5f, chiller temperature (t4) was 40.6f, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 73 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 8626.9, pump hours were 8181.4. Added back pads while in manual control water flow rate (wfr) was 3 l/m. Stopped therapy and disabled manual control. Restarted therapy and water flow rate (wfr) went from highest of 0.1 l/m to 0 l/m, alerted low air leak and stopped. Water flow rate (wfr) would not rise above 0 l/m. Advised to swap out to alternate set of pads and set these aside for follow up from tm.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. There was patient on therapy in an arctic sun device less than 1 hour and they keep getting low flow alert. Water flow rate (wfr) was currently 0 l/m, in normothermia targeted temperature (tt) was 98.6f, patient temperature (pt) was 101.1f, water temperature (wt) was 48.9f. Nurse stated they had unplugged and reconnected and verified no kinks but cannot get a water flow rate (wfr). Had them stop therapy, empty pads and disconnect. Placed device in manual control at 39.2f. After a few minutes, system diagnostics were outlet monitor temperature (t1) was 47.1f, outlet control temperature (t2) was 47.3f, inlet temperature (t3) was 47.5f, chiller temperature (t4) was 40.6f, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 73 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 8626.9, pump hours were 8181.4. Added back pads while in manual control water flow rate (wfr) was 3 l/m. Stopped therapy and disabled manual control. Restarted therapy and water flow rate (wfr) went from highest of 0.1 l/m to 0 l/m, alerted low air leak and stopped. Water flow rate (wfr) would not rise above 0 l/m. Advised to swap out to alternate set of pads and set these aside for follow up from tm. He instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.